Event description:
Customer reported discrepant pco2 results between two instruments. There was no report of injury due to this event.

Manufacturer narrative:
The cause for the discordant pco2 results is unknown.

Manufacturer narrative:
The initial MDR 1217157-2014-00006 was filed with FDA on february 06, 2014. Additional information: based on the additional information received by e-mail, customer log files confirmed the pco2 result of 64.8 mmhg at 1:07 am on (B)(6) 2014. The response curves indicated the pco2 sensor was performing per typical patterns. During the first three days only one whole blood sample had been analyzed and the qc was recovering acceptably. The cartridge had begun a period of instability shortly after midnight on (B)(6) 2014, including a d39 obstruction error and a system reboot. After the sample in question was run at 1:07am, additional samples were attempted at 1:13am, 2:15am which both results in d39 errors. The true pco2 concentration cannot be established since no reference method is available. Pre-analytical conditions for the specimen are not included in the complaint summary so it is unknown if the two samples were drawn at the same time, were from the same syringe, or if other pre-analytical factors (micro-clots, contamination, etc.) May have impacted the integrity of the sample. Customer stated that instrument is now operational.